Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg could not communicate with the remote control. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg could not communicate with the remote control. Device malfunction was suspected. The patient will undergo an ipg replacement procedure.